Event description:
Report received that the device failed to alarm for air-in-line during preventative maintenance testing. The air-in-line sensitivity setting was not reported. There were no reported adverse events while the device was in clinical use. Although requested, no additional information was available.